Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was undergoing a basic evaluation for unknown indications for use. It was reported that patient had a major abdominal bleed post-op. Patient collapsed and underwent an emergency CT scan. They had a blood transfusion and were hospitalized and being monitored. It was unknown if the issue was resolved. Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). They reported that the patient's blood thinning medication, clopidogrel was stopped 1 week prior to the surgery. There were no other factors that led to the abdominal bleed. They were asked how soon after the lead was placed did the abdominal bleed take place, they responded c arm images in the theatre were at 10:02 am, CT to confirm the bleeding was done at 15:11. The results of the CT scan were: right s3 stimulator in-situ with the tip within the retroperitoneal space. Large volume hematoma within the retroperitoneal space. Contrast blush is seen in close proximity to the anterior right s3 sacral foramen on the portal venous phase, not on the arterial phase suggesting that this is likely venous in nature. Although delay arterial bleed is also a possibility. The hcp believed the abdominal bleed to be related to the device. It was noted the hematoma would take 2 weeks to resolve, but there was no ongoing active bleeding on the subsequent angiogram. [Relevant medical history: patient had previous stroke and is on blood thinning medication]

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.